Event description:
The catheter was revised in (B)(6) 2010 as the catheter migrated out of the intrathecal space. The patient symptoms, diagnostics, outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).